Event description:
It was reported that the patient presented in clinic with discomfort. Device interrogation revealed noise oversensing and extra cardiac stimulation on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
Correction: b5 and b6 for r wave amplitude variation and diagnostic imaging confirmed lead slack issue.

Event description:
New information noted that varying low pacing impedance, high capture thresholds, r wave amplitude variation, diagnostic imaging confirmed the lead slack issue on the right ventricular (rv) lead. The physician elected to explant and replaced the rv lead. The patient condition was stable.

Event description:
New information noted that varying low pacing impedance, lack of slack and high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replaced the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were noise, cardiac stimulation, lead lack issue, r-wave amp variation, varying low pacing impedance and unacceptable threshold. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 11.7cm to 12.4cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.